Event description:
It was reported that 525 days after a coronary artery drug eluting stenting treatment procedure the pt expired. Lesion 1 was a 2.5 mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50 x20 mm drug eluting stent int hte target lesion. Lesion 2 was a 3.0 mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00 x 16 mm drug eluting stent int he target lesion. Thete were no complications. The pt was discharged 21 days after the procedure on plavix and aspirin. At the 1 yr follow up it was discoverd the pt expired 303 days after the initial procedure. There was no autopsy and the cause of the death and the relationship to the taxus stent are unk.